Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
It was reported that the log files captured power cable disconnect/low power hazard alarms on (B)(6) 2021. This was caused by power to the mobile power unit (mpu) being briefly interrupted. Otherwise, there were no other notable alarm conditions or parameter changes.

Manufacturer narrative:
Section d4: serial number was inadvertently added in initial report. Serial number was requested but was not provided. Manufacturer's investigation conclusion: the reported event of a low voltage hazard alarm and a power cable disconnect alarm was confirmed via analysis of the submitted log file. The log file contained approximately 5.5 days of data (12aug2021 ¿ 17aug2021 per the timestamp). A low voltage hazard alarm and a power cable disconnect alarm were active on 15aug2021 from 5:13:40 to 5:13:43 due to a loss of ac power while connected to the mobile power unit (mpu); the alarm resolved when ac power was restored to the mpu. The system controller backup battery supplied power during the loss of ac power. There were no other notable alarms throughout the log file. The pump maintained a speed above the low speed limit throughout the log file. Multiple requests for additional information were made to determine if the mpu would be returned. If the ac power cord on the mpu has a v-lock connector; if the ac power cord became disconnected from the wall outlet or from the back of the unit and if there were any environmental circumstances that would have resulted in a loss of ac power at the patient¿s home when the alarms were active were all questions that were asked; however, no response was received. The root cause of the reported event could not be conclusively determined through this analysis. The serial number of the mobile power unit was not provided and device history records could not be reviewed. Heartmate 3 patient handbook, rev. C, section 5, entitled ¿alarms and troubleshooting¿, and heartmate 3 instructions for use, rev. C, section 7, entitled ¿alarms and troubleshooting¿, cover all alarms (visual and audible), including the power cable disconnect and low voltage hazard alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate 3 instructions for use, rev. C, section 3, entitled ¿powering the system¿, explains the various ways to power the heartmate 3 lvas, including how to properly use the mpu and the actions to take in the event of a power failure. Heartmate 3 patient handbook, rev. C, cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or if they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.